Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Set spring that holds attachments fell out and is missing.

Manufacturer narrative:
Examination of the submitted sp2 sigma inset patellar clamp found the canted coil spring component is missing. The root cause of then spring disassembly is unknown. No corrective action is being taken based on the low frequency of reported events of inset patellar clamp canted coil spring component disassembly manufactured after the supplier (B)(4) implementation in may of 2010 and no reports of patient harm. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.